Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicator advisory, triggered elective replacement indicator (eri) with a monitoring voltage of 2.42 volts and charge time measurements of 20.2 seconds. The device has been explanted. No adverse patient effects were reported.

Event description:
Additional information was received that the device has been explanted and returned. Analysis is currently ongoing. Once completed this report will be updated. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
--

Manufacturer narrative:
A return request for the device has been sent. This investigation will be updated should further information be provided.